Event description:
Arrive2 clincial registry 108 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention was performed. Pt eja 115036 is a male with a medical history of hypertension, hyperlipidemia, peptic ulcer disease, hypothyroidism, cva x 2, history of atrial fibrillation post CABG (no recurrence since 1991). Pt is s/p CABG in 6/1991 (lima to lad). The pt was admitted in 1/05. Cardica catheterization that same day revealed: lmca - no lesions noted, lad - discrete proximal 100% stenosis; ostial 80% stenosis in diag1, lcx - calcified, diffuse 60% stenosis in ramus, rca - proximal 90% stenosis, lima to lad - no lesions noted. The pt was enrolled in the arrive 2 program the same day. Target lesion 1 (20 mm long) was identifed in the proximal rca (cass site 1) with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.75 x 24 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the following day on plavix and aspirin. The pt was readmitted in 4/05 wiht a one-month history of substernal chest tightness with radiation to the left arm with exertion. ECG revealed 'normal sinus rhythm with poor r-wave progression anteiorly, primarily the precordial leads v1 and v2, nonspecific t-wave changes in v5 and v6, as well as the high lateal leads.' Cardiac catheterization the following day revealed: lmca - no lesions noted, lad - known proximal occlusion; 80% ostial stenosis in diag1, lcx - 60% ostial lesion in ramus, rca (target vessel) - 80% in-stent restenosis proximally (on cath reort also noted as 99% stenosis before and after the previously placed taxus stent), lima to lad - no lesions noted. The same day, the in-stent restenosis in the proximal rca was treated with balloon angioplasty. Following this, a 3.0 x 16 mm taxus stent was places distal to and overlapping the original taxus stent while a second 3.0 x 16 mm taxus stent was placed proximal to and overlapping the original taxus stent. Residual stenosis was 0%. There were no reported compllications and the pt was discharged the next day. (Discharge medications were not noted in discharge summary)/ the relationship to the taxus stent was indicated as probable.